Event description:
Caller reported that the t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter and attempting various troubleshooting steps including trying different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump and advised the customer on steps to store the malfunctioning pump and return it to tandem. The customer acknowledged and understood the instructions provided.